Event description:
It was reported that the gastrointestinal videoscope had screen becomes noised during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: blackout and scope communication error b30. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction noisy image due to cause traced to component failure. Additionally, blackout and scope communication error b30 due to cause traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.